Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation performed as site reported that performing rad and fluoro gain calibrations resolved the issue. No parts have been received by manufacturer for evaluation. Resolved at the time of issue.

Event description:
A site representative reported that during a spinal fusion procedure, the 3d image acquisitions had ring artifacts. The images were unusable for surgery. Medtronic representative suggested site to perform fluoro and rad gain calibrations. The surgery was completed without the use of imaging. No impact on patient outcome. No information was provided on delay to procedure.